Manufacturer narrative:
Device evaluation of electrode belt has been completed. The reported problem (unable to run detect and treat) has been confirmed. Upon investigation the electrode belt unable to complete detect and treat testing. The cable connecting ECG "c" and ECG "d" was pulled from the strain relief. The root cause for the strained cable was excessive force. No adverse event resulted from the damaged belt.

Event description:
A us distributor reported that an electrode belt was unable to complete essential performance testing.